Event description:
It was reported that during a spine procedure using a percdc spine wand, the tip of the wand detached while inside the surgical site. The surgeon was unable to retrieve the tip and thinks it may remain in the patient's cervical disk. Currently there have been no patient complications reported.